Event description:
It was reported that the patient presented to the clinic after receiving inappropriate high voltage therapy. Review of egms and images indicated lead dislodgement. Dislodgement was confirmed during explant procedure. "The was replaced."

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.